Manufacturer narrative:
On july 9, 2021 mentor became aware that inadvertently missed reporting, device catalog and lot number in initial report. On july 4, 2021 the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4), cat#: 3548221, lot#: 7702771.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with an unknown mentor tissue expander saline prosthesis experienced unknown sided skin reaction post procedure. The report indicated that this product was inserted two years ago in a patient. Due to the pandemic, it has not been removed until now. In the last months, the patient has developed a cutaneous erythema just over the expander. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.